Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip discharged on its own without being activated, making it unusable. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.